Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the distal tibialis posterior. The ht command 14 st guide wire was advanced with resistance noted due to the anatomy. During use the polymer coating became wrinkled and peeled due to interactions with the calcification. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.